Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. Customer's blood glucose (bg) level was 504 mg/dl. Reportedly, customer changed supplies to address bg level. Additionally, customer changed pump supplies to address the issue, and successfully resumed insulin delivery.